Event description:
Medtronic laser-shield ii endotracheal tube used for direct laryngoscopy with laser of a vocal cord lesion. There was a "pop" and smoke came out of pt's mouth with fire burning the distal portion of the endotracheal tube and burning airway. Saline was poured into pt's mouth. Endotracheal tube was replaced. Inspection of the laser-shield ii endotracheal tube showed a blunting of the end of the tube distal to the laser coating. The cuff was murphy eye were completely missing. Pt required bronchoscopy and transfer to higher level of care.